Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to be exhibiting high pacing thresholds, farfield oversensing, low amplitudes, and a decrease in pace impedances on the right atrial (ra) lead. The ra lead was then explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported.